Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 18c009, 18f005, 18g027, and 18h003. Seven samples were received for evaluation. The seven samples were all labeled for single use. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed for each of the seven samples, and the flow rate of all seven devices was found to be within specification. The reported condition was not verified for the returned samples. A batch review was conducted for lot numbers 18c009, 18f005, 18g027 and 18h003 and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven large volume folfusors underinfused during patient infusion. The events each involved a patient with no patient consequences. No additional information is available.